Event description:
Reporter stated she received a blood glucose result of 8mg/dl. No treatment was based on the result. During troubleshooting could not find the result of 8mg/dl. A request was made for the return of the suspect device and replacement product was sent.